Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they had b30 errors. The issue found during an unspecified procedure. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the customer noted that customer had a b30 error on the device. The customer stated that they had b30 scope communication errors using the oer-elite, and gave a sn of (B)(4) for the elite. Tac informed customer that the error code customer stated was an error that the oer-elite would not displays explained that the error is a common error from the cv-190 (video device ) , tac noted that the customer began to conference in someone in front of the equipment who began to explain that he had b30 scope communication errors, when they got asked to confirm the model again and asked if they were using a cv-190, the call dropped. Tac sent email to the customer and received response that it was a clv-190 (lightsource). Tac sent a response back to customer to find out if the issue was resolved, however, no response was received. Multiple follow ups were made to gather additional information regarding the event reported however, were unsuccessful as no response was received. Additionally, the subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.